Manufacturer narrative:
The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the sheath portion of the device disengaged upon surgeons attempting to use, bending the device and causing the sheath and main part of device to come apart into two pieces as it was being pulled out of the patient."